Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer was given a repair quote to replaced the external o2 cell. The part was replaced the and the device passed testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported a high o2 alarm. There was no patient involvement.